Event description:
During the procedure the physician felt restriction advancing the gdc 10-2d 2-diameter synerg detection circuit into the excelsior sl-10 microcatheter. Therefore, he attempted to remove it and it prematurely detached inside the microcatheter. This was the 1st coil being delivered through this catheter. The pt was reported in good condition.